Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.7, 1.5; 2nd inr: 2.0, 1.8; mean: 1.85, 1.65; sd: 0.21, 0.21; %cv: 11.47, 12.86. The 3.3, 2.3, and 2.9 inr results were excluded from comparison test since no corresponding reference or repeated inratio value was provided. Analysis of customer's data revealed that both repeated inratio test result comparisons meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, pt was taking antibiotics. Per product user guide, certain prescription drugs and over-the-counter medications can affect coagulation testing and lead to inaccurate inr results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 3.3. Date: (B)(6) 2010, inr: 2.3. Date: (B)(6) 2010, inr: 2.0. Date: (B)(6) 2010, inr: 1.7, inr: 2.0. Date: (B)(6) 2010, inr: 2.9. Date: (B)(6) 2010, inr: 1.5, inr: 1.8. Patient's last lab draw was in (B)(6), exact date not known. Lab = 3.4 inr. Patient's therapeutic range: 2.5-3.5 inr. This complaint is considered adverse because pt had been bruising.